Event description:
During a left knee arthroscopy & acl repair the guidewire, approximately 6.5cm broke and remained in the patient's knee. This event was not discovered until the patient's first post operative appointment where an x-ray was completed and the foreign body was discovered. The patient was then rescheduled for a knee arthroscopy and foreign body removal. During the procedure, the patient tolerated the procedure well. The guidewire was removed without resistance. The surgeon stated that the patient did not have post operative complaints of pain outside of normal parameters of the patient's surgery.